Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes returned to manufacturer on: (B)(6) 2023. H6. Investigation summary: bd received six (6) samples and four (4) photos for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed. Additionally, the six (6) customer samples along with ten (10) retention samples from bd inventory, were evaluated visually and by functional testing and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off, based on the photos provided by the customer. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper pops out of the tube. Event 2 of 2 the following information was provided by the initial reporter. The customer stated: "the tube was received for analysis spilled. There was no damage or injury to patient. The customer further reports that edta tubes from batch 2321385 are distributed in multiple departments of the facility for sample acquisition, and that it has been evidenced that it presents a considerable amount of reprocess and new sample acquisition due to sample spillage, because the stoppers in these tubes don't pressure enough to keep the tubes closed, causing the sample to spill during handling and transportation. Since the patient has already been punctured, due to this situation, a new puncture is needed for a new sample acquisition. Therefore, the issue has been impacting patients."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper pops out of the tube. Event 2 of 2 the following information was provided by the initial reporter. The customer stated: "the tube was received for analysis spilled. There was no damage or injury to patient. The customer further reports that edta tubes from batch 2321385 are distributed in multiple departments of the facility for sample acquisition, and that it has been evidenced that it presents a considerable amount of reprocess and new sample acquisition due to sample spillage, because the stoppers in these tubes don't pressure enough to keep the tubes closed, causing the sample to spill during handling and transportation. Since the patient has already been punctured, due to this situation, a new puncture is needed for a new sample acquisition. Therefore, the issue has been impacting patients.".